Event description:
Incident as reported: lap chole - "dr. (B)(6) was doing a lap chole. As doctor was pulling clip applier through a zthread trocar, doctor noticed a loose piece was exposed. Pulled clip completely out and saw piece had fallen off." Patient status: normal.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.